Event description:
It was reported that the patient had been hospitalized due to high blood glucose (bg) levels (bg levels not provided), bleeding at the infusion site and the pod leaking. The pod was worn for 72 hours or longer. It was noted the body tissue is hard on many sites since the patient has been diabetic for 50 years. The patient was hospitalized for nine days and the doctor advised the patient to use insulin pens for insulin delivery. Further information on the event is being solicited.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.